Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported by the customer that battery won't hold charge in the cs300 intra-aortic balloon pump (iabp) and dies when is unplugged. It is unknown under which circumstances this event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm evaluated the iabp unit and observed that the battery runtime test failed. To resolve the issue, the stm replaced the batteries then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported by the customer that battery won't hold charge in the cs300 intra-aortic balloon pump (iabp) and dies when is unplugged. It is unknown under which circumstances this event occurred. However, there was no patient involvement, and no adverse event reported.